Event description:
The patient reported a blister by their incision. They had orange colored liquid coming from their incision and antibiotics were prescribed. An additional round of antibiotics were prescribed and a staph infection was confirmed. The device will be explanted. However, a date has not been scheduled yet.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date was ruled out as a potential cause. Other potential causes of infection are not irrigating the site before closure, not prepping the skin with antiseptic solution, patient non-compliance (touching or picking the wound), implanting a non-sterile device and patient contraindications. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date was ruled out as a potential cause. Other potential causes of infection are not irrigating the site before closure, not prepping the skin with antiseptic solution, patient non-compliance (touching or picking the wound), implanting a non-sterile device and patient contraindications. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported a blister by their incision. They had orange colored liquid coming from their incision and antibiotics were prescribed. An additional round of antibiotics were prescribed and a staph infection was confirmed. An explant procedure was performed on (B)(6) 2022. The patient is currently doing well, and no further issues have been reported.